Event description:
It was reported that the patient had a perforation of an anastomotic lesion of the saphenous vein graft (svg) to the first diagonal from a unspecified device which was treated with the use of a graftmaster stent. It was not known if the graftmaster successfully sealed the perforation when the patient eventually developed pulseless electrical activity (pea), cardiopulmonary resuscitation (CPR) was started but the patient expired in the cath lab. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that death is listed in the instructions for use (IFU) as an adverse event that may be associated with the use of the graftmaster rx coronary stent graft in native coronary arteries. Based on the information reviewed, there is no indication of a product deficiency.